Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for (B)(4) was performed from 02/09/2017 to 8/31/2020 and confirmed that this device was previously returned for servicing. Device had similar service repair history. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the 8110 syringe module was requested for repair as it would not turn on when attached to the 8015 device.